Event description:
This product was returned to the manufacturer with a complaint of "will not stimulate during two consecutive cases". There was no allegation of patient injury or required intervention for either case. Multiple attempts were made to gain information, no additional information was provided. It was later tested after the cases and it would stimulate.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results: **nim 3.0 mainframe; prod # 8253001. Analysis by the quality engineer found no out of specification conditions could be found with the unit during the repair. The complaint cannot be confirmed. Muting probe; prod # 8220325; serial # (B)(4). Analysis by the quality engineer found no out of specification conditions were found except for a worn o-ring. Even when the muting probe functions according to specification, the o-ring may be replaced during muting probe repair as a general maintenance activity because it is possible for the o-ring to loosen over time. The o-ring does not directly impact overall unit functionality of the muting probe. Patient interface, prod # 8253200; serial # (B)(4). Analysis by the quality engineer found no out of specification conditions were found except for worn wave washers. The wave washers are primarily intended to prevent the clips from spinning too easily. (The purpose of the clips is to allow the user to attach the interface to a sheet, bed, etc.) With use, the wave washers may become flattened, allowing the clips to spin more freely. The clips are not critical to the overall functionality of the unit; therefore, the worn washers reported in the repair notification are not considered to be a cause for this complaint. Neither applicable imaging films or medical records were returned to the manufacturer for evaluation. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. This device was in specification in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Product description: the nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The nim 3.0 is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. The patient interface (part # 8253200) and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient simulator (part # 8253600) is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe (part # 8220325) is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.